Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient stated they were able to get a replacement recharger and has since charged their ins successfully. Patient services noted they now need assistance with connecting to their settings and turning therapy on. While walking pt through the process, pt mentioned seeing por detected on the call. Patient was able to bypass message and successfully connect to turn therapy on. Patient mentioned they haven't felt the stimulation in so long and decreased it to a comfortable level. Pt also stated they have an appointment to meet with their rep on (B)(6). Additional information was received from the patient. They reported that the cause of not feeling stimulation was determined. They noted the cause to be "I lost my charging equipment during hurricane ian. I wasn't certain I'd get a new urologist familiar with medtronic. It took 8 months to get one." They also reported the steps taken were "saw my new urologist and he set up an appointment with a medtronic rep on (B)(6) 2023." The issue was reported as being resolved. The patient indicated that the cause of the por was not determined and the likely cause was noted as "it was lost in the hurricane". The steps taken were said to be "I am now fully charged. Medtronic rep changed to a preferred program." The issue was reported as being resolved. Patient added an additional note stating "things are going well not what I have a doctor and met with the rep." Additional information was received from the patient. Patient called back and repeated information about recharger lost in hurricane ian and ins was placed in an awkward place. Patient also mentioned that they saw the manufacturer representative in august for reprogramming and that helped.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were having the hardest time charging their device because when the device was implanted it was placed in a dumb position. The patient stated they have to hold the recharger in place to charge. The primary reason for the call was for assistance with MRI so no additional troubleshooting was done regarding recharging. Reviewed how to activate MRI mode which patient was able to do successfully. Additional information was received from the patient on 2023-dec-28. Patient called back and requested information about MRI mode. Patient said that on tuesday had back to back MRI and afterwards they checked and stated that the screen said they were no longer in MRI mode. When asked, patient hasn't noticed any changes. Patient again mentioned ins was placed in an awkward place. Additional information was received from the patient on 2024-jan-25. The patient called back and said that they received a letter. Patient said that they wish that implanting physician would have placed the neurostimulator an inch lower as current location makes difficult to start a recharge session and stay connected. Patient said that it is stays connected a little better without the belt. Patient mentioned that saw the manufacturer representative last july at managing physician's office and reported difficulty recharging implant. 2023 (B)(6) . Patient also mentioned had a reprogramming session at last appointment (last july) and therapy has been working well. Patient said that next follow up appointment is in july. Reviewed option for patient to call in during a recharging session to perform troubleshooting while recharging. The patient also stated they needed help in putting their stimulator in MRI mode. They are successfully able to recharge their implant, and the ins is on the left side just below the waist. It's very poor placement as they have difficulty recharging. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.